Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had not been using or charging the implant for over two and half years. Caller stated patient used therapy for about a year and half year, and patient got frustrated and stop using therapy. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) reviewed ins in possible overdischarge state and process to activate MRI mode. Technical services (tss) reviewed options of bringing ins out of overdischarge, having hcp complete eligibility form and/or having facility follow head-only guidelines if patient needs head scan and option of removing entire system. Tss reviewed if the ins isn't brought out of overdischarge, it would be up to the facility to proceed with any scan, knowing they won't have any visual confirmation of the ins status. Caller mentioned not being able to recover ins's in the past that have been overdischarged for that long. Additional information from the manufacturing representative (rep) indicated that they tried multiple trickle charges, and were unable to recover the device. The patient's weight is approximately 185. No further action is planned, and the patient was referred back to the hcp for possible replacement. This information has been confirmed with the hcp.